Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. B3: entered 1/1/2025 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did device drop or eject clips? No. 2. Did device sideways feed clips? Yes. 3. Did device fire malformed clips? Yes. 4. Did device fire scissored clips? No. 5. Did the clip not hold on the vessel or tissue once placed? Clip did not hold. 6. Were there any patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device did not form proper clips. No further information provided. There were no patient consequences reported.